Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile faults) was confirmed. As received, the monitor failed pulse testing. Upon evaluation, the u901 processor was intermittent. The cause of the discharge profile faults and test failure is the intermittent processor. The root cause of the intermittent processor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing discharge profile faults.